Event description:
On 10/27/1998, the international distributor informed the MFR via a faxed report of the following: the catheter snapped just above the exit site. The pt did not notice, but it was seen when she presented for dialysis. The internal part of the catheter was removed that day (10/03/1998). Additionally, it was stated that the pt is demented and unable to give history. The exact lot number of the device in question is not known, however, it is either se97258 or se98108. No further details were provided at this time.